Manufacturer narrative:
The insulin pump passed the displacement test and self-test. The device had displayable history crc check failed on startup alarm in alarm history file due to corrupted history files. No ramping numbers noted on the display. The device had no physical damage. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4)

Event description:
Customer reported via phone call, the insulin pump had alarmed displayable history crc check failed on startup. The device started to run numbers on the screen after the alert. The device is alarming during basal with normal amounts of insulin. Customer's blood glucose was 189 mg/dl. Customer agreed to return the device for analysis.